Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of files shows a negative results crrs 3 and a positive crrid panel showing weak reactivity with screening cells 1 and 6. Capture-r ready ID lot 126 shows reactivity with the following cells: cell 1 (rzr1 (B)(4)) ? Well results 6. Cell 3 (r2r2 4551) 3+. Cell6 (r"r (B)(4)) " well results 7. Cells 2, 4,5,7,8,9,10,11,12,13,14 are negative. Positive and negative control as expected. Testing with crrs3 was not repeated on the echo or by manual method. The sample cannot be ruled out as cause of the unexpected negative reaction. Customer does not have any sample remaining for further serological testing.